Event description:
Additional information received from the consumer reported they didn¿t have any issues with the communicator for about a week, but then it ¿goofed¿ up again and they had issues turning therapy back on. The dbs therapy app asked them 3 times to enter the serial number of the communicator which indicated it unpaired from the handset, but they couldn¿t enter the serial number because they were shaking. In addition, the handset kept shutting off after they turned it on. During the call the handset turned on and then turned off, but it was reviewed the handset went to sleep if not touched within a few seconds and after the consumer swiped the screen it woke up indicating it was working as intended. The communicator was already paired with the handset an no issue was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they turn stim off at night and on again in the morning and after calling pats last week they were successful to use the equipment to turn stim off/on for 3 times and after that they were no longer able to, they can't do it. Eventually pt said their handset showed: no communicator found. Pt was upset their current equipment was different than the equipment for their prior dbs systems and complained numerous times that it was difficult to use. Pt said they had no one to help them.  Worked with pt to switch communicator and attempt to enter the number manually.  Tried again to connect the tm91 to the handset by entering the number manually but pt continued seeing no communicator found. Worked with pt to restart the communicator and handset and try again several more times but the attempts were unsuccessful. The issue was not resolved. An email was sent to the repair department to replace the device. See case #non sr rtg0380336 for the report of pt said the lady they talked with helped them use their equipment and it worked good for 3 times.  The patient's relevant medical history included pt said their hands were shaking and stimulation was on during the call, they had not been able to turn it o ff (in the last few days). Pt said they wished they never had their newest stimulator put in because they can't use the equipment it does not do them any good. Pt also said their doctor told them if they do not turn stim off at night their ins battery might last maybe 2 years but they do not like having it replaced every year or two.

Manufacturer narrative:
Concomitant medical products: product ID tm91d0 lot# serial# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported something was wrong with the communicator, but after someone else helped them with it they were able to connect and there was nothing wrong with the device.